Manufacturer narrative:
(B)(4). If explanted; give date: not applicable. There is no indication at the time of this report that the lens has been explanted. Telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00v intraocular lens (iol) was implanted on (B)(6) 2016. On (B)(6) 2016, endophthalmitis occurred and a tiny shiny debris was observed on the iris. The patient was treated with rinderon, an anti-inflammatory agent. Reportedly, the doctor has taken a wait and see approach and if it does not heal, he plans for an explant. The patient has almost recovered with visual acuity of 20/16.5. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device or debris/particle were not returned to the manufacturer for investigation. Therefore, reported complaint cannot be confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. During manufacturing process all lenses are inspected for defects and released per defined specification. There were no non conformances related to the reported issue. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.